Event description:
Revision of tibial insert. Surgeon noted wear on the insert and reported bone growth on the femur. Primary surgery occurred in (B)(6) of 2012.

Manufacturer narrative:
Returned devices are currently undergoing engineering evaluation.